Event description:
This 59-yr-old female underwent bam with silicone gel breast implants in 1989, at another facility, thus the MFR is unknown to this reporting facility. She has developed a lot of superior pole fullness and discomfort from the implants. Gross exam: the right implant has a small amount of sticky material present in the outer surface and under general pressure, sticky, viscous gelatenous material exudes form the annular of the apparent nipple area. The left implant is indentical.